Event description:
It was reported that the pump displays the alarm ''occlusion - check infusion line'' repeatedly, even if no occlusion is present. Other alarm: travel reverse error-check clutch/plunger lever. There was no reported patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D9 - date returned to mfg:7-sep-2025. H3: one device was received for analysis. The service history of this device shows that the device had not been in for service in the past 12 months. The customer issue was verified from alarm history review. The check clutch alarm could be the root cause of the worn-out clutches. Further investigations identified a travel reverse error-check clutch/plunger lever and occlusion alarm. The force sensor will be replaced to fix the issue.